Event description:
It was reported that after multiple repositioning attempts this lead exhibited high out of range impedance measurements and a fracture was suspected. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.